Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #1 is to provide FDA with new information. Rwmic considers this MDR open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
Rw received additional information from the user facility for this MDR/complaint. The user facility reported: 1. Patient information: no one pt associated with issue. 2. Purpose for procedure: holep. 3. Device settings at the time of failure: settings changed throughout case. 4. Was device serviced/repaired by a third party? Unknown. 5. Confirmed a report was not sent to FDA. 6. Names given of the surgeons using the device.

Event description:
The purpose of this submission is to report the results of the device investigation/evaluation. Device was received and was visually and functionally evaluated. The reported condition - suction pump not working as strong as it should t- was confirmed during evaluation. According to the manufacturer the "the issue was caused by leakage of the suction pump. Due to this, the double silencer was deformed and the pinch valve was soiled. According to the change form pk21-0013, the gap dimension of the valve meets the specifications. However, due to the leakage, the pinch valve shall be replaced." Additional information related to the silencer: usually, the cause of a thermally deformed double silencer is a leak in the vacuum build-up during use. If the tubing on the hose set, bacteria filter or float valve is leaking, the suction pump will operate continuously, since the required vacuum for automatic shutdown is not reached. This continuous operation of the pump leads to overheating of the pump and the double silencer is thermally deformed. The probable root cause: user error.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #1 is to provide FDA with new and changed information. Changed information: the following fields have changed information: d9, h36. New information: the following fields have new information: b5, g2, g6, h2, h6, and h10. Device labeling was reviewed for patient code and device codes, see below: - patient code: not applicable, no patient problem was reported. - device code: IFU was reviewed, for what to do when there is no or insufficient suction flow (ga-a 252-USA / en / 2012-07 v2.0 / pdg 11-5360 - section 7.1 troubleshooting). ' tubes improperly connected or defective: check tube connections for leakage and correct connection; replace, if necessary. ' lid of secretion container leaking: check lid of secretion container for leak tightness and replace, if necessary. ' silencer clogged: replace silencer. ' tubes kinked or clogged: check the tubes, clean or replace, if necessary. ' suction channel of instrument clogged: clean suction channel, replace if necessary. ' overflow protection / bacteria filter clogged: change overflow protection / bacteria filter. Rwmic considers this MDR closed. Should rw receive new information, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) considers this MDR/complaint open. (B)(4) will submit a follow up report after the device evaluation has been completed and/or new information (after contact with user facility) becomes available.

Event description:
It was reported by the user facility that "suction pump not working as strong as it should have to keep pushing pinch valve to get enough suction black part of the pinch valve is getting hot. Additional reported details: will the device be returned? Yes, returned on 10/15/2021. Was the device being used on a patient when the reporting issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? No. Did the delay put the patient at risk? No. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes.